Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/26/2019.

Event description:
It was reported that the unit had a touchscreen calibration failure and was not operating properly. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The unit passed verification testing.